Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. This event is confirmed. The manufacturers evaluation revealed that the cable sheath at the plug is loose which caused the reported event. Furthermore, the bearing is loud and worn. It was reported that the cable sheath is broken. This event is confirmed. The manufacturers evaluation revealed that the cable sheath at the plug is loose which caused the reported event. Furthermore, the bearing is loud and worn. The most likely cause for the reported failure can be attributed to misuse/mishandling of the device.

Event description:
It was reported that the cable sheath is broken. This was noted after the surgery. There was no harm or adverse event for patient, operator or third party reported. No further information received.